Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they received several pump error alarm. The customer's blood glucose was 10 mmol/l at the time of incident. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed software error detected constantly after battery installation, the history file with line number (B)(4) and file number (B)(4). Unable to verify root cause per research and development. Unable to perform functional testing including self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to software error detected alarm. The insulin pump was received with minor scratched display window, minor scratched case and minor scratched display window and case.